Manufacturer narrative:
During routine review, this report was reevaluated. At that time the decision was made to file a report based on the information received.

Event description:
Procedure: radiofrequency ablation. Reportedly, there was a "burn injury around a part of the return electrode sheet." Although there were no details provided about the severity of the burn or treatment of it, there was no injury reported. During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.